Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine visible deposits in the shuntassistant. The deposits did not affect the technical properties at the time of the investigation. How the functional impairment occurred is not clear to us at the time of the investigation. Proteins in the cerebrospinal fluid can temporarily affect the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (#fv252t) was implanted. According to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.